Manufacturer narrative:
Customer's observation was not replicated in-house with retention and return product. Retention and return product were tested with hcg 25 miu/ml urine cutoff positive control; all hcg results were positive at read time. No false negatives were obtained. Mfg batch record review did not uncover any abnormalities. Root cause could not be determined from the info provided and without pt specimen in-house analysis. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will subject to tracking and trending.

Event description:
Customer reported potential false negative urine hcg results on two samples from the same pt with mckesson hcg cassette vs. Serum quantitative results. Pt is a (B)(6) female with no new hlth conditions and no medications. A urine sample was collected early afternoon on (B)(6) and (B)(6). Both samples gave negative results; serum hcg results were 15.3miu/ml on (B)(6) and 58miu/ml on (B)(6). The pt's last menstrual period was (B)(6)2014.